Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a failed transmitter could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed, and it passed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.